Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for malignant pain. It was reported a patient had an infection and the pump would be explanted today ((B)(6) 2017). Manufacturer representative (rep) t hought there was maybe morphine in the pump and possibly other drugs in the pump reservoir. Rep was inquiring about pump off, returning the pump to manufacturer, etc. Rep stated that more than likely the pump will go to pathology once it is explanted and then can be sent back for analysis. It was unknown if the whole system or just the pump would be explanted. It was noted there may be a jpeg inserted for drainage if there was puss from the infection confirmed. Event date was unknown, and it was unknown if the event was associated with a specific event. Rep noted they would obtain more information once they arrived at the case today ((B)(6) 2017). The patient's outcome was unknown. The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.